Event description:
It was reported that one of the packages in the box of ten had a puncture/pierce in the pouch.

Manufacturer narrative:
Investigation into this complaint determined that it is an isolated event. An awareness training was provided for the manufacturing personnel.

Manufacturer narrative:
One soft86 pouch was received with both soft and traction inserts inside a sealed package. Visual examination was performed and the tyvek cover and plastic pouch were found damaged. Further examination found that both the plastic pouch and tyvek cover have holes in them which compromised the sterility of the inserts. Examination of the inserts found the traction insert to be damaged; it appears that the insert was smashed. The traction insert appears to have been stuck between the tyvek cover and the plastic pouch when the package was sealed. A review of the manufacturing records indicated that the product met specifications upon release. The reported nonconformance was confirmed as related to the manufacturing process. An investigation was opened to determine the cause of the complaint and implement any necessary actions.